Manufacturer narrative:
H10 - one used list # ch2000s-c, spinning spiros® closed male luer, red cap; lot # unknown was received for evaluation on 12/2/2019. In addition, one used empty eva container - 100ml (cyclosporine in dextrose 5%), one used list # unknown, chemolock port, bag spike clave adapter; lot # unknown, one used list # unknown, chemolock bag spike adapterl lot # unknown, one used list # unknown, spinning spiros; lot # unknown, one used alaris infusion set; lot # unknown, one used 250ml bag full w/ 5% dextrose injection usp), one used list # unknown, spinning spiros; lot # unknown, one used, unknown smallbore ext. Set, filter, m/f; lot # unknown, one used list # unknown, spinning spiros; lot # unknown and one used list # unknown, spinning spiros; lot # unknown, one used unknown smallbore tubing ext. Set, m/f; manufacturer ¿ unknown, one used partially full10ml bd normal saline syringe were received for evaluation. The entire fluid path of the involved sets and connections were pressure leak tested as returned. Though there were two carefusion male spin collars that were not engaged, the luer interfaces were secure and did not leak, and all the other connections (including the spinning spiros to alaris IV tubing connections) and componentry did not leak. Each of the specific spinning spiros connection sites were isolated and tested to assure that there was no leakage. None was observed. Each of the returned spinning spiros were tested stand alone to assure that there was no component assembly leakage. None was observed. The spinning spiros male and female luers were measured and all were iso compatible. The customer complaint was unable to be replicated or confirmed. The device history review (DHR) review could not be completed since no lot number was provided.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a spinning spiros closed male luer, red cap where the staff noticed leaking between the spiros and unspecified alaris intravenous tubing during an infusion of an unspecified hazardous medication. There was no harm to the patient or the end user reported.